Event description:
A 2.5mm diameter x 30mm length endeavor otw drug-eluting coronary stent delivery system was inserted into a patient for the treatment of an rca lesion. The vessel morphology was reported as tortuous. It was reported that the stent could not cross the lesion and dislodged. The physician had difficult time removing the balloon as it appeared to have caught on something. The stent could not be found and it is unknown what further action was taken. The patient was reported to be fine.

Manufacturer narrative:
Evaluation: results: lack of information, device not returned, no cd's, films or operative reports were provided. Embolism/device. Evaluation: tortuous vessel. Lack of information (device not returned, no cd's, films or operative reports were provided). Location of stent unknown.